Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). The hcp noted that the minute ventilation (mv) respiratory rate trend (rrt) feature was disabled by the signal artifact monitor (sam) feature due to oversensed noise on the right ventricular (rv) channel. Upon review, the presenting electrogram (egm) showed the noisy signals with pacing and shock impedance measurements that were high out of range. Ts inquired if the patient had a procedure done recently. The hcp was able to confirm that the patient underwent a procedure around the time the device recorded the noise. It is believed that during the procedure, the device may have oversensed noise signals which led to the sam episode. Ts discussed troubleshooting options with the hcp. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.